Event description:
It was reported that during a surgery on (B)(6) 2023, it was identified that the inner and outer trays of the cemented straight segmental stem packaging were no longer sealed. Upon opening the box, this malfunction was identified and the device was not used. The surgeon implanted a different segmental stem. No additional information regarding this malfunction has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was returned for evaluation. The root cause of the broken sterile barrier could not be determined. The device was visually inspected and it was evident that there was sealant residue on both the inner tray and outer tray and tray lids indicating that the trays had both been sealed properly during packaging. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to yes h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 10: testing of actual/suspected device h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 171: packaging compromised h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that during a surgery on (B)(6) 2023, it was identified that the inner and outer trays of the cemented straight segmental stem packaging were no longer sealed. Upon opening the box, this malfunction was identified and the device was not used. The surgeon implanted a different segmental stem. No additional information regarding this malfunction has been reported.